Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). The estimated longevity of 2% was not as expected. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.